Event description:
The nurse educator informed the rep that one of the physicians had placed the bakri balloon for pph and was flushing the lumen every hour with approximately 10-20cc each time. Nurse educator felt that there was no clear direction for flushing of the lumen and that the lumen somehow did not drain properly regardless of the many flushings. The patient was bloated and was distended with saline. The saline had apparently gone through the fallopian tubes and out into the body causing the swelling. There was discomfort to the patient and she eventually was drained, and the rest of the saline left her body naturally. The patient is doing fine today.

Manufacturer narrative:
The device will not be returned and the facility has indicated hospital policy prevents them from providing any more specific information. In review of the instructions for use that accompanies this product a statement included: important: to adequately monitor hemostasis, the balloon drainage port and tubing should be flushed clear of clots with sterile isotonic saline. Due to the product not being received for evaluation and the limited information, a proper assessment of the device cannot be determined.